Manufacturer narrative:
Per 2707 initial report: additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient has dislocated 6 weeks post-op. It was reported that the patient also experienced a gluteal tear prior to the dislocation. Please note: the trinity biolox delta ceramic liner subject to this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -2707 final report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision, was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The patient was reported to have unavoidable risk factors for dislocation and had experienced a gluteal tear before the first dislocation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted, and it has been concluded that the reported dislocations are most likely due to patient related conditions and a gluteal tear. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient dislocated 6 weeks post-op. It was also reported that the patient had experienced a gluteal tear prior to the dislocation. Since the submission of the initial report, corin has received additional information on(B)(6) 2020 to state that the patient had experienced a second dislocation and thus had a subsequent revision of the trinity ceramic head on (B)(6) 2019. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.